Manufacturer narrative:
H6: physio-control evaluated the customers device and verified the reported issue. Physio replaced the user interface pcb assembly to resolve the reported issue and after completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed user interface pcb assembly was further evaluated and a thermally sensitive integrated circuit designator u2 was determined to be the cause of the reported issue.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powers on with a white display. A white display can be indicative of a device lockup condition that can delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. The biomedical engineer then cycled power and the reported issue could no longer be duplicated. He no longer observed a white display. Physio-control then provided the biomedical engineer with technical assistance. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powers on with a white display. A white display can be indicative of a device lockup condition that can delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.